Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the baby was being cooled to 33.5c. Patient was 34.1c, water temperature (wt) was10c. The arctic sun device was turned off. The hose was kinked. They straightened it out. Now the flow was good. They pushed the esophageal probe in further and are waiting for an x-ray to check placement. They turned the device back on, water temperature (wt) was 14c. S/n (B)(6). Confirmed the device did not lose power, but that therapy stopped. Directed nurse to the event log. Alarm 14 (patient temperature out of range) present). Suggested confirming probe placement per protocol. If alarm continues to sound, replace probe and/or temp in cable.

Event description:
It was reported that the baby was being cooled to 33.5c. Patient was 34.1c, water temperature (wt) was10c. The arctic sun device was turned off. The hose was kinked. They straightened it out. Now the flow was good. They pushed the esophageal probe in further and are waiting for an x-ray to check placement. They turned the device back on, water temperature (wt) was 14c. S/n (B)(6). Confirmed the device did not lose power, but that therapy stopped. Directed nurse to the event log. Alarm 14 (patient temperature out of range) present). Suggested confirming probe placement per protocol. If alarm continues to sound, replace probe and/or temp in cable. Per follow up information received via phone on 05jun2025, spoke with nurse who confirmed they had to readjust the esophageal probe several times throughout therapy due to patient movement and dislodging the probe. They chose to replace the probe with a rectal probe, and they did not receive any more alarm 14s. Therapy completed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed temperature cable. Suggested confirming probe placement per protocol. If alarm continues to sound, replace probe and/or temp in cable. Per follow up, spoke with nurse who confirmed they had to readjust the esophageal probe several times throughout therapy due to patient movement and dislodging the probe. They chose to replace the probe with a rectal probe, and they did not receive any more alarm 14s. Therapy completed. The serial number for this investigation is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the serial number is unknown. Correction: b, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.